Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the rear therapy electrode pulse wire solder connection in distribution node (dn) between trunk cable and rear therapy electrode pulse wire. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.